Event description:
Other event. Case description: the novopen 1.5 with batch number gsc 1646 was received in ccc on 8 november 1999 from japan with the following complaint: "piston rod is defective. Doctor wants to know the reason and countermeasure for that." There was no indication of an adverse event. Investigation and results: on 23 november 1999 it was established that the collar of the piston rod nut was broken off after the pen was tested for dose accuracy. This failure has already been classified as a near incident. The pen has been tested for dosage accuracy at different dose sizes of 2,5,10 and 20 iu (1 iu=10mg). On average the pen doses below nominal dose. In some cases the small doses were "saved" to be delivered later. The continued in additional info section saved amount was some times delivered by setting of doses and other times it was delivered at dose. The latter sometimes results in overdose.